Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported hospitalization due to diabetes ketoacidosis. Customer was unconscious. The blood glucose reading at the time of the event was 924 mg/dl. Diagnosed diabetes ketoacidosis. Customer does not recall the events, she woke up in ICU. Hospital treated with insulin drip. Customer's blood glucose shot back up to 400 mg/dl when she used the insulin pump. Customer will be hospitalized for three to four nights. Nothing further reported.